Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor readings were higher than the blood glucose reading. The blood glucose reading at the time of the report was 180 mg/dl. The sensor glucose reading was 200 mg/dl when the blood glucose reading was 153 mg/dl. Customer was advised on calibration protocol. Nothing further was reported.